Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation notes and results from the legal manufacturer investigation. The following sections were updated: d9, d10, h3, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported event of no image and failure to white balance was confirmed. Inspection found broke flap door stuck inside the video connector which prevented the insertion of pigtail and scopes. The probable cause of the broken video connector is due to external pressure applied which exceeded expectation. In addition, the connector may be worn out due to long-term use from the date of manufacture. The plausible reason of the no image is potentially related to the video connector failing to connect properly due to the confirmed damage. The instructions for use (IFU) states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was unaware if white balance was attempted on the scope and mentioned that the lamp was not changed in two years. The customer replaced the lamp but was unable to white balance the scope. Furthermore, the customer mentioned failure to obtain images from the scope and tac explained that image is required prior to white balance. The customer attempted the same scope and maj-1430 on a different cv-190 with good results. Tac suggested that the customer send in the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center failed to display images. There was no patient involvement, no harm or user injury reported due to the event.